Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), device dislocation ('migration'), device breakage ('device breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy"), rash ("rash"), skin disorder ("skin condition"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and psychological trauma ("psychological injuries"). The patient was treated with surgery ("salpingectomy" (bilateral)). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, hypersensitivity, rash, skin disorder, cystitis, urinary tract infection and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, rash, skin disorder and urinary tract infection to be related to essure. The reporter commented: patient received treatment for breakage, migration, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), device dislocation ('migration'), device breakage ('device breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy"), rash ("rash"), skin disorder ("skin condition"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and psychological trauma ("psychological injuries"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, hypersensitivity, rash, skin disorder, cystitis, urinary tract infection and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, rash, skin disorder and urinary tract infection to be related to essure. The reporter commented: patient received treatment for breakage, migration, perforation . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event injury were updated to new events migration, perforation: fallopian tubes, breakage, general abnormal. Bleeding, dyspareunia (painful sexual intercourse)' dysmenorrhea (cramping), pelvic pain, abdominal, back pain, hypersensitivity, rash, skin condition,psych injury, urinary tract infection, bladder infection, patient did not underwent essure confirmation test. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.